Event description:
The customer reported the left monitor went blank and system displayed a low ma error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the snubber pcb. System operates as intended. (B) (4).